Event description:
Received medtronic mosaic #25 aortic heart valve in (B) (6) 2004, model # 305c2501 (B) (4) at rw (B) (6) hospital in (B) (6). First -6-week?- echo noted that the valve seemed to be stenotic, and I was rediagnosed with mild aortic stenosis. Valve action was normal. Annual echoes were performed. Valve stayed functional until 2008, when I started to get symptoms -dyspnea, palpitations, angina-. Echo revealed moderate to severe stenosis -area of .8cm, then .74 cm in 2009 echo-. At this time there was also calcification of the mitral valve beginning, and mild regurgitation from the mitral valve and tricuspid valve that had not been present previously. Valve was replaced with a (B) (4) valve on (B) (6) 2009. Old valve showed two leaflets stuck together with an "unknown substance" as well as a tear and a 1mm hole in one of the leaflets. Calcification was also present -none was reported before 2008, along with a very small amount of vegetation that was not infection-related-. This was a premium, anti-calcification-treated valve. It lasted barely five years, not even as long as a non-treated valve would be expected to last. From its first echo after insertion, it was described as being "inherently stenotic," and it had a tear and a hole and two glued-together leaflets. I had to undergo full sternotomy open heart surgery to have it replaced by another valve, which is a life-saving, but also life threatening surgery. This valve did not perform in the manner advertised or indicated in a studies shown by the MFR. It was badly imperfect, and lasted inadequately. The appearance is that this valve should never have made it through the MFR's quality control. The valve was looked at in the lab at (B) (4). I requested that they hold onto it, and I believe it is still there. Dates of use: (B) (6) 2004 - (B) (6) 2009, 5 years. Diagnosis or reason for use: aortic stenosis. Event abated after use stopped: yes.